Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 7:00 pm after the end user alleged that she received higher than normal blood glucose results from her prodigy diabetes meter. It was also discovered that the end user was using expired test strips which could attribute to a fluctuation in blood glucose readings. The end user experienced dizziness accompanied with a blood glucose result of "hi" and she proceeded to take metformin to assist in lowering her reading. Two additional blood glucose test were performed with the following results - 408 mg/dl and 524 mg/dl. Subsequently the end user was taken to the ER and upon arrival a blood glucose test was performed with the hospitals meter and the result was 131 mg/dl. Treatment was administered but the end user could not recall as to what was given. After 6 hours in the ER the end user was discharged with instructions to follow-up with her pcp. No additional details were provided in regards to this medical event.